Manufacturer narrative:
Corrected data: b5. The conclusions from our original report submission remain unchanged.

Event description:
Omission from the previous report: surgical procedure was phaco only. The intraocular lens (iol) damage was noticed intra-operatively, during contact with the patient. There was no vitrectomy performed, and no other complications were experienced. The patient did not notice a decrease in their vision. In the physician's opinion, the most likely cause of the iol damage was due to a loading error. Correction to our previous submission: sutures were placed as part of standard protocol.

Manufacturer narrative:
The delivery device was not available for evaluation. An analysis of production records could not be performed as no lot number had been provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available a definitive root cause could not be determined. However, the most likely root cause is associated with a loading error. The proper loading of the intraocular lens (iol) in accordance with the directions for use (dfu) is essential for the performance of the injector and its cartridge. Improper adherence with the dfu can lead to issues during the loading process that may result in damaged haptics. There is no additional investigation or corrective actions necessary at this time.

Event description:
It was reported that while loading an intraocular lens into the left eye, the surgeon experienced folding issues. The incision had to be slightly enlarged (2.2-2.5 mm) in order to remove the lens, and as a result of the enlargement sutures were required. An iol of the same model and diopter was successfully implanted. In the surgeon¿s opinion the most likely cause of this event was a loading error. The patient outcome is good with no decrease in visual acuity.